Event description:
It should be clarified that the cause of the patient's death was known and stated in the initial report: "it was reported that the cause of death on (B)(6) 2012, was acute respiratory distress or deficiency syndrome and multi-organ failure."

Event description:
It was reported the patient had acute respiratory distress or deficiency syndrome, and multi-organ failure. The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012, when she passed away. It was reported that the cause of death on (B)(6) 2012, was acute respiratory distress or deficiency syndrome and multi-organ failure. The patient's lungs were not supplying enough oxygen for her organs; the patient's death was unrelated to her pump. The pump was left inside of the patient. The patient's medication was "getting short" when she was in the hospital from (B)(6) 2012 to the date of her death, so the healthcare provider (hcp) adjusted the pump to lengthen the amount of time it remained with medication. According to the reporter, the hcp was concerned about the pump's audible alarm such that the hcp did not want the alarm to sound while the patient was living, or if the patient passed away. The patient was buried with the pump. The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: the device system was used to deliver lioresal. The concentration was 2000 mcg/ml and the dose was 787.6 mcg/day. The patient received 32 mcg/hour except for between 3:00-5:00 am when the patient received 36 mcg/hour.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received. Hcp indicated a release form is needed in order for them to provide patient's information; the patient's cause of death remains unkown. If additional information is received, a follow up report will be sent.